Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report remains implanted. No revision surgery has been reported. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The initial reporting stated patient radiographic information was not available. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The clinical report states the patient was experiencing patellar grind syndrome.